Event description:
It was reported that the main spike of a journey em proximal fixation bridge was missing. As this was noticed in a non-surgical environment (before surgery), there was not any patient involved.

Manufacturer narrative:
Section b5 was updated with new information received. Internal complaint reference number: (B)(4). Sections d1, d2, d3, d4 & g4 updated with the new information.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the main spike of a genesis ii tibial alignment spiked fixation rod was missing. As this was noticed in a non-surgical environment (before surgery), there was not any patient involved.